Event description:
During product evaluation by a baxter service technician, an infuso.r. Pump was found to be missing a tap screw (0440 06 pan f). "This condition had the potential to interrupt delivery." This was not reported by the customer. "There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is association with this event." No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. "This complaint is an ancillary service event." The cause was identified to be a missing tap screw. "To correct this condition the tap screw was replaced." If any additional information is received, a follow-up will be sent.